Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an infection occurred. (B)(6) was found in the urine and enterococcus was found in the blood. Cultures were taken, and the source location of the infection was not known. The implantable pulse generator (ipg) system was explanted and replacement is planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. If information is provided in the future, a supplemental report will be issued.